Manufacturer narrative:
Corrected data: d4 UDI number: one device was returned for evaluation. Visual inspection revealed the rear top label was missing, lens display was scratched, and the downstream sensor and upstream sensor were contaminated. The event history log was unable to be downloaded due to the dose connector inoperable. Functional testing was unable to replicate the reported issue. The root cause was unable to be determined; however, the most probable cause was the microprocessor unit board. The microprocessor unit board was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed an error 1144 and was alarming. The event occurred during testing.